Manufacturer narrative:
.

Event description:
It was reported that vns patient was due to have lead and generator replaced. Additional information was received that the reason for replacement was high impedance. It was reported that patient had the lead broken in the axilla; moreover at surgery the lead was not on the vagal nerve and was placed quite superficial to it. Attempts for additional relevant information have been unsuccessful to date.